Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-32468. It was reported that a patient presented in-clinic. Upon interrogation, it was found that the patient implantable cardioverter defibrillator (ICD) and right ventricular(rv) lead was found to have under-sensed the patient's ventricular arrhythmia resulting in inhibition of high voltage therapy. Clinic staff terminated the arrhythmia through external defibrillation. The patient passed away unexpectedly on (B)(6) 2021, thus no additional intervention was performed. No allegation was made that the ICD or rv lead caused or contributed to the death of the patient. The cause of death was unknown.